Manufacturer narrative:
Device not returned by hospital.

Event description:
Allegedly, during a turp procedure the doctor noted that the ceramic beak broke off the instrument and fell into patient. The doctor immediately removed the broken piece. The doctor replaced the instrument and went on to complete procedure. There was only a small delay to replace instrument which had no impact on the patient. The hospital reported there was no serious injury caused to the patient.